Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient has no sound perception with his device, regardless of using primary or back-up audio processor. Recipient will be re-implanted.

Manufacturer narrative:
(B)(4) (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has any sound perception with his device, regardless of using primary or back-up audio processor. Therapist noticed child was not responding to sound with only ci. Recipient was re-implanted.